Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high voltage lead impedance information was inaccessible when the device was tested to go in MRI mode. The patient was in stable condition.